Event description:
A customer observed positively biased k+ results on the vitros 250 analyzer after calibration. Biased results were not released. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation of this event showed that the customer was using an adjustable volume pipette to prepare calibrator fluids, instead of volumetric pipettes as recommended in the ocd instructions for use. After preparing fresh calibrators using volumetric pipettes, the customer recalibrated and obtained acceptable calibration and qc results. The root cause of the event was user error by not following ocd recommended protocol for preparation of calibrator fluids.